Event description:
It was reported that during a hemorrhoidectomy and after firing pph03 with the patient, surgeon felt the device misfires & bleeding happened and surgeon controlled the bleeding with the help of bipolar & completed the procedure. There was a 30 minute delay in the procedure. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. D4: batch #315c12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived along with its accessories, with the knife damaged, the breakaway washer was present and with an off-center cut. And there were no staples present. Further analysis shows the opened handles from the knob area, knob was rotated and the handles were opened not allowing to advanced the orange indicator and the anvil. The handles were pressed against each other in order to performed the functional testing. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 315c12, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device pph03 lot number a9cd9y and no non-conformances were identified. The following additional information was requested, to date, a response has not been provided. Should additional information be obtained at a later date, a supplemental report will be submitted.: could you please provide more details for " device misfires "? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)?